Manufacturer narrative:
Gfe sent for follow up about additional information and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health care professional (hcp) requested a data review for this pacemaker after the patient was admitted due to syncope. Technical services (ts) reviewed the available data and noted that no unusual information had been uploaded from the device and the presenting electrogram showed a normal heart rate. The hcp indicated that the patient presented with bradycardia. The patient reported observing this lower heart rate on their smart watch. Ts recommended contacting a field representative for further device evaluation. No additional adverse patient effects were reported. This device remains in service.